Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device having unintended activation/motion identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the handpiece device had unintended activation/motion. It was further observed that the cutter device could not be removed, the attachment device could not be engaged, and the device had an c-2 error code (indicating the handpiece was detached from the console). It was further determined that the device failed pretest for attachment assessment, safety check assessment, and directional control assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.